Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the non-tortuous proximal left circumflex (lcx) coronary artery. The 15mm x 3.5mm maverick2 monorail balloon ruptured at 14 atms on the fourth inflation. The number of atms reached on the first three inflations is unknown. The procedure was successfully completed with a different device. No patient complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned to evaluation; therefore, a failure analysis of the complaint device could not be completed. The complaint indicates that the balloon burst at 14 atmospheres. This exceeds the rated burst pressure for this device. The directions for use instruct the operator "do not exceed the rated balloon burst pressure". The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. A CAPA has been initiated to address this issue. The root cause for this complaint is determined to be user error, due to the fact that the balloon was inflated above its rated burst pressure.